Event description:
It was reported by customer that during use cardiosave intra aortic balloon pump (iabp) had fiber-optic sensor module failure alarm occurred. There was no harm or injury reported to patient.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site state - (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion) h11. It was reported that during use the cardiosave intra aortic balloon pump (iabp) had fiber-optic sensor module failure alarm. There was patient involved but no harm reported. (B)(6), a cicu rn, called for assistance with a system over temperature alarm on a cardiosave during use. (B)(6) stated that the pump (1) made a high pitch noise, stopped pumping, and had the alarm present when they went into the room. Another nurse present rebooted the balloon pump, and it was working well at the time of the call, but she was concerned because there was only one other pump (2) in the facility, which was currently with biomed after an issue the prior night. There are 2 complaints associated with this call. (B)(4) is for pump 1, (B)(4) is for pump 2 (no available serial number). Getinge emergency support team reviewed the proper way to resolve this alarm: troubleshooting determined the current pump (1) was working appropriately after the reboot. The pump (1) was used to continue the therapy and not replaced with the second pump. Getinge emergency support team informed the rebooting steps to (B)(6) like clearing the pump and general area of any blankets, walls, or furniture to allow airflow to help cool the compressor in case of alarm reappears. No repair information available. In future if we receive any repair information will reopen and update the investigation.